Event description:
It was reported that noise was observed in the pace/sense iegm. Explanting the lead was recommended. The lead remains implanted.

Event description:
New information notes that the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.